Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced resistance during the fill process. Customer¿s blood glucose level was approximately 200 mg/dl. Multiple cartridge changes were performed resolving the issue.